Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced nausea, vomiting, and shakiness. The patient took a fingerstick, and the cgm reading was 180 mg/dl, and the blood glucose reading was 50 mg/dl. The patient self-treated with a glucagon injection and ate food. When the blood glucose reading dropped to 42 mg/dl despite treatment, the patient called the paramedics. No treatment was provided by the paramedics, but the patient was brought to the hospital. No readings were reported from the hospital, but the patient was treated with intravenous glucose, fluids, and zofran. Due to elevated heart rate, pregnancy related concerns, she was admitted for continued monitoring. No further medication was reported and the patient was discharged after 5 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. When the paramedics were called, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.